Event description:
It was reported that during a bowel resection procedure, the stapler appeared to misfire. Difficutly in firing 2nd reload of the staples. Tore the bowel and had to repair it. Case completed with another device of the same product code.